Event description:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from a non-vitros biorad quality control fluid and from vitros therapeutic drug monitoring performance verifiers processed using vitros chemistry products dgxn slides lot 1924-0261-3568 and lot 1925-0262-5862 on a vitros 5600 integrated system. Vitros dgxn lot: 1924-0261-3568. Biorad lot 92900 l2 results of 1.70, 1.25 and 1.67 nmol/l vs an expected result of 4.15 nmol/l. Vitros dgxn lot: 1925-0262-5862. Vitros tdm pv iii lot d8377 result of 2.14 nmol/l vs the expected result of 3.22 nmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from quality control fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from a non-vitros biorad quality control fluid and from vitros therapeutic drug monitoring performance verifiers processed using vitros chemistry products dgxn slides lot 1924-0261-3568 and lot 1925-0262-5862 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. The results of precision tests using two different lots of vitros dgxn reagent processed on the vitros 5600 system were not within ortho acceptable guidelines. Additionally, the results of a precision test using one of the former vitros dgxn reagent lots processed on the customer¿s alternate vitros system were within acceptable guidelines. Following service actions on the vitros 5600 system by an ortho field engineer that included replacing the wf shuttle and performing all necessary adjustments, the results of a post service vitros dgxn precision test processed on the vitros 5600 system were within acceptable guidelines indicating that the instrument performance was returned to expectations following the service actions. Email address for contact office above is (B)(6).